Manufacturer narrative:
Device evaluation: result of investigation: vyaire medical service technician, was unable to verify and duplicated the reported issue. Event trace showed many patient circuit fault alarms. The ventilator was reading a vte (exhaled tidal volume) of 586 ml and the vt (tidal volume) plus was reading 415.3 ml. Unit passed 96.0 hours of extended testing with the customer's settings. Passed the initial final test and the initial alarm volume test. Possible root cause is the customer's patient circuit or set up. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned for evaluation and placed in extended testing. Investigation is still on going. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator will not ventilate despite multiple setting. The customer confirmed that there is no patient involvement associated with the reported event.